Event description:
Information received by medtronic indicated that the insulin pump had pump error motor current error detected and this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer reported they were able to clear the alarm. Customer stated they were not able to rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = black. On (B)(6), 2022, the customer alleged for insulin pump error and insulin pump error. Insulin pump unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to rewind anomaly from insulin pump error caused by moisture damage on the motor. Insulin pump passed the, active current test, and self-test. Insulin pump failed the sleep current test due to moisture damage on electrical board 1. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specific range. No unexpected battery alarms or alerts during testing or in the insulin pump history. In further full review in the insulin pump memory/history found multiple: insulin pump error on the event date of (B)(6), 2022 06:57:18.000 to (B)(6), 2022 07:53:03.000. Insulin pump error on the event date of (B)(6), 2022 07:52:32.000. Insulin pump error on the event date of (B)(6), 2022 06:05:03.000 to (B)(6), 2022 07:03:22.000. Insulin pump error alarm during testing on (B)(6), 2022 07:52:32.000. The motor was not tested outside of the device on the ngp stb3 due to moisture damage on the motor. Insulin pump was cut open to perform visual inspection and found moisture damage on the electrical board 1, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, scratched case, stained keypad overlay, cracked case (battery tube), and pillowing keypad overlay. Insulin pump error and insulin pump error was confirmed due to moisture damage on motor. Insulin pump error was not confirmed. Unexpected battery power loss was confirmed due to high sleep current due to moisture on electrical board 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic object acts to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Initial report was submitted with missing information. The corrected information has been updated and provided in section b5.

Event description:
The device was returned for analysis.